Event description:
Narrative: product problem. The following are the details: per endocrinologist's narrative, veteran has tried 4 mm needles and has noticed increase in glucose. A1c went up to 8% since using these needles. Suspect drug #1 dosing: used pen needle as directed for insulin injection. Dates of use: (B)(6) 2017 - (B)(6) 2018.